Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) motor does not start up, made a clicking noise, and displayed a "system error, out of service, revert to manual CPR" error message upon powering on" could not be verified during the testing at zoll. Because the autopulse platform failed during the power on self-test (post) and functional testing could not be performed. Upon further testing, the root cause for the customer reported complaint, and the observed failure during post was determined to be due to a defective processor printed circuit board assembly (pca), likely attributed to a defective component. Upon visual inspection, zoll service personnel noticed crack on the front enclosure at the front-end area, unrelated to the reported complaint. The root cause was likely attributed to user mishandling, such as a drop. Unable to download the archive data and perform functional testing due to the autopulse platform failing the post. The processor board was replaced to address the reported complaint. Following parts replacement and service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (B)(4) motor did not start-up, made a clicking noise, and displayed a "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.